Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pump segment leak during an unspecified infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked at the pump segment was confirmed. During visual inspection it was noted that the silicone segment had a tear near the upper fitment measuring 0.013 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed a leak from the silicone tubing near the upper fitment. The cause of the leak was the tear in the silicone segment. The origin of the tear is unknown.